Event description:
It was reported that the customer experienced rotation issue with the permanent cautery hook during procedure. The customer reported event has no report of patient injury. Procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found customer reported the instrument did not rotate properly. Failure analysis identified a dislodged cable crimp as the cause of the reported complaint. The instrument¿s wrist control cable crimp at the grip hub was dislodged, giving the appearance of a broken cable, but it remained intact within the welded grip. The complaint was confirmed by failure analysis. The probable root cause is attributed to the dislodged cable crimp.